Manufacturer narrative:
Clarification to d4: the device is not manufactured by abbvie.

Event description:
As per the ppf form, the patient underwent an ¿incisional hernia¿ repair and was implanted with an alleged device lot hubv1229 on (B)(6) 2017, a non-abbvie device. The patient underwent an "unilateral myocutaneous advancement flap, incisional hernia repair with mesh, right recurrent inguinal hernia repair with mesh, left inguinal hernia repair with mesh, removal of deep implant, placement of wound vac¿ on (B)(6) 2018. Additionally, the patient underwent ¿robotic assisted converted to open incisional hernia primary repair, right lower abdominal hernia primary repair, and mesh removal¿ on (B)(6) 2022. The form lists the conditions that were treated were ¿recurrent incisional hernia robotic assisted repair of a recurrent incisional hernia with onlay of ventralex st mesh¿ with approximate dates of treatment between (B)(6) 2017. The form also lists treatment of ¿postoperative sepsis secondary to bowel perforation- during procedure there was an inadvertent enterotomy, taken back to or, underwent a laparotomy with small bowel resection and re-anastamosis. Previously placed mesh removed and replaced with 20x30 strattice mesh¿ with approximate dates of treatment between (B)(6) 2017. In addition, the form lists treatment of ¿recurrent incisional hernia, unilateral myocutaneous advancement flap, incisional hernia repair with mesh, right recurrent inguinal hernia repair with mesh, left inguinal hernia repair with mesh, removal of deep implant, placement of wound vac¿ between (B)(6) 2018, ¿generalized abdominal tenderness; midline abdominal incision with wound vac¿ on 14/dec/2018, and ¿abdominal distension¿ on (B)(6) 2018. The form reports treatment of ¿hernia-related symptoms¿ from 2016-present, and ¿bowel obstruction secondary to incisional hernia repair and mesh explantation¿ between (B)(6) 2022. The ppf form also indicates the patient was implanted with a non-abbvie device, "ventrio st¿ lot unknown in 2013. The patient was implanted with another non-abbvie device ¿phasix mesh¿ lot unknown in 2016 and revised in 2016 for ¿retrorectus repair.¿ another non-abbvie device, ¿bard mesh surgical monofilament absorbable low profile ventralex st¿ was implanted (B)(6) 2017. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.